Event description:
Reporter indicated that the diagnostic data was observed to be inconsistent using two different programmers

Manufacturer narrative:
An investigation was performed and it was found that additional info would be required to complete the investigation. The event could not be duplicated.